Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® sst¿ ii advance plus blood collection tubes malfunctioned as 'after spinning, gel was found to be above serum.' There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd vacutainer® sst¿ ii advance plus blood collection tubes malfnctioned as 'after spinning, gel was found to be above serum.' There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel above serum with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel above serum with the incident lot was observed. Root cause description: no definitive root cause could be established for the reported defect, however it is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use a bd vacutainer® sst¿ ii advance plus blood collection tubes malfunctioned as 'after spinning, gel was found to be above serum.' There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown, event attributed to: other, device single use?: no, device returned to manufacture: no.